Manufacturer narrative:
Device evaluation by manufacturer a visual examination of the device found that the device was returned with the balloon detached. The balloon was still inside the protector cap. The inner lumen was stretched and both markerbands were at the distal tip of the lumen. The protector cap was removed from the balloon with some force. All blades and balloon material were in the correct channels of the protector cap and no damage was noted. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. The 99% stenosed lesion was located in a moderately tortuous vessel of the left upper arm. The 4.00mm/1.5cm/140cm flextome mr balloon detached from the catheter when the physician attempted to remove the balloon protector. The procedure was completed with a different device and the patient status is good.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon detachment occurred. The 99% stenosed lesion was located in a moderately tortuous vessel of the left upper arm. The 4.00mm/1.5cm/140cm flextome mr balloon detached from the catheter when the physician attempted to remove the balloon protector. The procedure was completed with a different device and the patient status is good.